Manufacturer narrative:
The reported condition of leak was not confirmed; therefore assignable cause could not be determined. Lot number is unknown; therefore a batch review cannot be performed. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
Customer reported a leak was observed at the junction between the female luer of the check valve on the 5th day of use. Looseness was not observed at the other junction. The reported condition occurred during infusion. No patient injury or medical intervention occurred.